Event description:
It was reported that during device review in the hospital, this pacemaker system exhibited loss of capture with pacing inhibition resulting in syncope. The device system integrity was tested via isometrics and provocative maneuvers, however there was no evidence of lead impairment. The right atrial (ra) lead was found to have recorded an out of range pace impedance measurements resulting in a lead safety switch. Following the lead safety switch, the ra lead was operating in unipolar which noise was seen resulting in the reported oversensing. Further evaluation of the ra lead was recommended, however the device was reprogrammed to bipolar sensing with acceptable measurements achieved. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during device review in the hospital, this pacemaker system exhibited loss of capture with pacing inhibition resulting in syncope. The device system integrity was tested via isometrics and provocative maneuvers, however there was no evidence of lead impairment. The right atrial (ra) lead was found to have recorded an out of range pace impedance measurements resulting in a lead safety switch. Following the lead safety switch, the ra lead was operating in unipolar which noise was seen resulting in the reported oversensing. Further evaluation of the ra lead was recommended, however the device was reprogrammed to bipolar sensing with acceptable measurements achieved. This system remains in service. No additional adverse patient effects were reported.